Event description:
It was reported that when the device were used during a skin graft, it has clinging staples. There was trauma to the skin which affected the cosmetic results graft. It is unknown how the case was completed.